Event description:
Used brush-applicator and applied to dry/cracked skin on 3 knuckles of their hands, as directed. 5 days after usage both hands were red, hot, swollen and filled with pus. Went to doctors 2 days later and they said it was chemical reaction to the product. Pt was put on antibiotics for 5 days, returned to the doctor and recieved antibiotic shots in the hip for 5 or 6 days. Then went to see a surgeon who wrapped hands and gave them pain medication. Back to surgeon. Debrided their hands and re-wrapped them. Doctor again and received a pain shot and sent to e.r. To see orthopedic whom did a treatment of wet cloth soaked in saline soln, applied to hands, covered with dry cloth. Once wet cloth was dry, doctor ripped it off of the stuck skin and repeated the process. Spouse has to do this process to pt's hands 3 times daily. Hands are finally starting to look better. They have been off work with their hands.

Event description:
Add'l info received from MFR 7/9/2003: scholle lot (batch) 28844 of new skin liquid bandage, a bulk drug product scholle corp produces under contract for medtech laboratories. The material in question was contract packaged by humco holdings under their lot number 419463. This product has been produced by scholle for over 5 years has been in commercial distribution for over 25 years. This is the first adverse event report received during the 5 years that scholle has been producing the product. The lot in question was reviewed and conformes to specification; it was a batch of 8110 pounds and to the best of co's knowledge has been in commercial distribution for about a year with no other complaints. The pt reported that the problem was a chemical reaction to the product, which, if it is an accurate diagnosis is extremely rare considering the volume of this product sold. Another diagnosis to consider would be that the wounds to which the pt applied the product were infected and the underling infection caused the puss and swelling.